Event description:
Report rec'd of the pump failing to detect proximal occlusion during preventative maintenance testing. There was no report of any pt events while the pump was in clinical use. Though requested, no add'l info was provided.